Manufacturer narrative:
According to the facility, the phlebotomist stuck the patient and blood began to leak. This required the patient to be re-stuck again. The facility stated there was no serious injury to patient, but it was an inconvenience to be recollected and there was pain due to needle stick. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the phlebotomist stuck the patient and blood began to leak. This required the patient to be re-stuck again.